Manufacturer narrative:
(B)(4). The exact age of the patient was unknown; however, it was reported that the patient was in his (B)(6). The requested sample was received and evaluated. During visual inspection, no issues were observed. Leak testing, clear passage testing and clamp function testing was performed with no issues noted. During the integrity of seal surface test, no leak was observed. The inside diameter of the patient connector was measured and was determined to be within specification. As a result, the sample was not confirmed for the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the connection site between the titanium adapter and the uv flash transfer set patient connector had a leak during peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy peritoneal effluent. The transfer set was used for one month prior to the leak. Also, air bubbles were observed in the connection tube during the event. A day after the onset of peritonitis, the patient was hospitalized. The day of the onset of peritonitis, patient started treatment with unspecified antibiotics (route, dose and frequency not reported). Two days later, the patient's uv flash transfer set was replaced. At the time of this report, the patient remained hospitalized. The patient did not recover from peritonitis.